Event description:
During procedure in operating room, nurse noticed that the package had issues, it was flaking from the outside of the package. Flaking consistency was similar to white powder which could easily contaminate sterile field. FDA safety report ID# (B)(4).